Event description:
The customer reported that the device will not seal and that the jaws were difficult to open during the procedure. No further info was made available by the site. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.